Event description:
It was reported that during a device upgrade, the atrial lead was noted to be dislodged. It is not known when the lead had dislodged, as the lead was not being used. On (B)(6) 2017, the lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be asymptomatic before, during, and after the procedure.